Manufacturer narrative:
Age at time of event: over 60 yrs. Old.

Event description:
It was reported that balloon rupture occurred. A 6.00mm /2.0cm /135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation before reaching nominal pressure. The device was able to come out and procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: over 60 yrs. Old. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified a shaft kink 8mm distal from the distal end of the strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.00mm /2.0cm /135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation before reaching nominal pressure. The device was able to come out and procedure was completed with a different device. No patient complications were reported.